Event description:
It was reported by service report that the head section end cap was broken which may not prevent the head section from pulling all the way out of the litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.